Event description:
Information was received indicating that this extension set exhibited leakage. The leak was noted from a hole in the filter. No adverse patient effects were reported.

Manufacturer narrative:
One cadd extension set was returned for analysis. Leak testing was performed on the extension set using a hydrostat vessel. No leaks were detected from the filter, the delamination joins, or any other solvent bonds. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.